Event description:
Clinical study: it was reported that 1736 days after a coronary artery stenting procedure, the pt required a target vessel reintervention (tvr). The target lesion was located in the 1st obtuse marginal (1st om) with 90% stenosis, a length of 10.0 mm and reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilatation and placement of a 2.25 x 16 mm taxus express2 study stent with 0% residual stenosis. A non-target lesion in the mid right coronary artery (mid rca) was treated with a 3.00 x 12 mm taxus express2 stent during the index procedure. The pt was discharged the next day on aspirin and clopidogrel. At 1736 days post index procedure, the pt was brought to the cath lab with a diagnosis of unstable angina. A stress test had shown inferoapical ischemia. The 3rd om was pre-dilated but the stent could not cross the lesions, so a second dilatation was performed, and the lesions were crossed successfully. The 3rd om distal stenosis was then treated with placement of a 2.5 x 18 mm non-bsc stent with 0% residual stenosis. The third om proximal stenosis was treated with pre-dilatation and placement of a 2.5 x 18 mm non bsc stent with 0% residual stenosis. The pt was discharged the next day on aspirin and clopidogrel. In the opinion of the physician, the relationship of the tvr to the taxus stent is not related. Cec adjudication of this event was assessed by study stent procedure indistinguishable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.